Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 821813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included meniscus injury, uterine bleeding, endometrial disorder, adenomyosis, abdominal pain lower and hypertension. Concomitant products included hydrocodone, ibuprofen and lisinopril. In 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced the first episode of alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced polycystic ovaries ("ovarian cysts"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), the second episode of alopecia ("hair loss"), visual impairment ("vision problems"), complication of device removal ("complications during removal surgery"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypertension ("experienced high blood pressure") and altered state of consciousness ("difficult to become conscious again") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain"), weight decreased ("weight loss") and fibroma ("tumor / teratoma / cancer: type: fibroid;"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, iron deficiency anaemia, urinary tract infection, vaginal infection, vaginal discharge, weight increased and vaginal haemorrhage had resolved and the psychological trauma, fatigue, gastrointestinal disorder, the last episode of alopecia, hormone level abnormal, visual impairment, weight decreased, complication of device removal, fibroma, polycystic ovaries, hypertension and altered state of consciousness outcome was unknown. The reporter considered abdominal pain, altered state of consciousness, back pain, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, fibroma, gastrointestinal disorder, hormone level abnormal, hypertension, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, polycystic ovaries, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2012 and 2008 received treatment for pain, bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: high blood pressure, menometrorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Other relevant history and lab data updated. Lot number newly added. Events: abnormal bleeding (vaginal), tumor / teratoma / cancer: type: fibroid, ovarian cysts, hair loss, experienced high blood pressure, difficult to become conscious again were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("uti,"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), visual impairment ("vision problems") and complication of device removal ("complications during removal surgery") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, iron deficiency anaemia, urinary tract infection, vaginal infection, vaginal discharge and weight increased had resolved and the psychological trauma, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, visual impairment, weight decreased and complication of device removal outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2012 and 2008 received treatment for pain, bleeding, bladder/urinary problems, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : previously reported event injury was replaced by pain. New events - dysmennorhea (cramping),dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),anemia, uti, vaginal infection, vaginal. Discharge, fatigue, gi conditions, hair loss, hormonal changes, vision problems, weight gain, weight loss and complications during removal surgery were added. Patient demographic added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.